Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt, which was returned for an unrelated reason, a reportable problem was found. The belt was unable to securely latch to a test monitor.